Event description:
It was reported that post sensed t wave oversensing (pstwos) was observed on the implantable cardioverter defibrillator (ICD). Low r waves and loss of capture was observed on the right ventricular (rv) lead. The physician suspected rv lead position may have contributed to the low r waves. The low r waves and intermittent capture may have contributed to pstwos. Imaging noted no change in the rv lead position. Programming changes to increased rv lead output was completed. The patient was being monitored and was stable.